Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation started acting up. It was intermittent, unexpected stimulation so they shut the implantable neurostimulator (ins) off. No cause, intervention, or outcome was provided however additional information has been requested and if received, a follow-up report will be sent. Information omitted pertaining to patient history, not related to their device or therapy. Additional information received reported that the patient would like to make an appointment to have her battery checked since it has been five years. In addition, the patient contacted the doctor but could only leave a message and has not heard from him yet. The patient turned the battery off because it was acting strange.

Event description:
It was reported the patient¿s stimulation started acting up. It was intermittent, unexpected stimulation so they shut the implantable neurostimulator (ins) off. No cause, intervention, or outcome was provided however additional information has been requested and if received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted:(B)(6) 2007, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted:(B)(6) 2002, product type: extension. Product ID: 3998, lot# la4794, implanted: (B)(6) 2002, product type: lead. (B)(4).